Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/09: [missing records: records for the CT scan showing ¿loop of small bowel incarcerated in hernia defect¿ were not provided.] (B)(6) 2009: (B)(6) md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Procedure: 1. Ventral hernia repair with 20 x 30 cm piece of dual mesh. 2. Extensive lysis of adhesions, approximately 60 minutes. Assistant: kelly rogers, apn. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 100 cc. Findings: multiple small defects in the midline, total defects measured 18 x 15 cm. Pathology was none. Counts correct x two. Complications: none. Indications: 46-year-old female who presented to the emergency room this morning with several day history of abdominal pain, nausea and vomiting. She continued to pass flatus, however had not had a significant bowel movement for approximately three days. CT scan in the emergency room revealed loop of small bowel incarcerated within hernia defect within the midline. Physical exam revealed an incarcerated hernia just distal to the inferior aspect of her previous open gastric bypass incision. She was prepared for ventral hernia repair. Description of procedure: ¿informed consent was obtained from the patient, she was taken to the operating room and placed on the operating table in supine position. Sequential venous compression devices were placed for deep venous thrombosis proximal. Invanz was given as preop antibiotic. General endotracheal anesthesia was obtained. She was prepped and draped in the standard sterile fashion. Previous midline incision was used, this incision was carried down to the skin and soft tissue using bovie electrocautery, multiple sutures from previous laparotomy were encountered. These were removed. She had multiple dense adhesions to the anterior abdominal wall. These were lysed using bovie electrocautery and blunt dissection for approximately 60 minutes. A 20 cm segment of small bowel was found incarcerated in a defect just to the left of midline. The hernia defect was approximately 10 x 6 cm in size. This bowel was reduced from the hernia sac and found to be viable. We continued to lyse adhesions circumferentially to ensure 2 cm margins on the mesh repair. A 20 x 30 cm piece of dual mesh was selected and secured to the fascia circumferentially using interrupted u-stitches of #2 prolene. After the sutures were circumferentially placed to ensure that the mesh fit appropriately against the fascia, they were tied down in succession. The subcutaneous tissue was closed using #2 vicryl continuous fashion, skin was closed with staples. The wound was dressed with 4 x 4's and tape. Sponge, needle, and instrument counts were reported as correct by scrub nurse at end of the case. The patient was extubated without difficulty and taken to the recovery room in good condition.¿ (B)(6) 2009: (B)(6). Implant record. Item number: s2217. Mfg catalog #: 1dlmcp07. Device description: mesh dual hernia plus 20x30x1. Manufacturer: joy. Lot #: 06262739. Body site: abdomen midline. Quantity used: 1. Device type: implant. Expiration date: 07/31/2011. The records confirm a gore® dualmesh ® plus biomaterial (1dlmcp07/06262739) was implanted during the procedure. (B)(6) 2009:[missing records: records for the office visit for ¿trouble with her incision¿ were not provided.] (B)(6) 2009: (B)(6) md. Operative report. Preoperative diagnosis: 1. Exposed dual mesh from recent ventral hernia repair. 2. Evisceration of small bowel. Postoperative diagnosis: 1. Exposed dual mesh from recent ventral hernia repair. 2. Evisceration of small bowel. Procedure: 1. Ventral hernia repair with 16 x 20 and 20 x 20 cm strattice mesh. 2. Excision of old mesh. 3. Lysis of adhesions (1.5 hours). Assistant: (B)(6), md and (B)(6), rn. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 100 cc. Intraoperative findings: the patient had exposed dual mesh from a previous hernia repair. She also had a portion of the mesh which was torn away from the fascia at the inferolateral aspect with eviscerated small bowel. Complications: none. Drains: kci wound vac. Sponge and needle count: counts were correct x 2. Indications: this is a 47-year-old female who three weeks ago presented to the emergency room with incarcerated ventral hernia. At this time, she was taken to surgery and repaired with dual mesh. Dual mesh was chosen at that time because it was the only piece of mesh large enough for the repair that was available in the hospital. She did well on her previous admission and was discharged home, however, upon her return to the clinic, the patient had a small amount of seroma formation in the inferior aspect of her wound. The staples were removed from the skin, the soft tissue above mesh essentially fell apart and exposed the mesh. She therefore was admitted to the hospital for IV antibiotics for plans for mesh excision and hernia repair. Upon readmission, she had problems with her lungs and a pulmonary consultation had to be performed delaying her surgery. Her surgery was initially planned for today, however, upon inspection of her wound this morning, it was noted that the mesh had pulled away from the fascia at the inferior-lateral aspect and a piece of small bowel was eviscerated from her wound. Benefits and risks of surgery were discussed with the patient and the family and she was taken to the operating room. Description of procedure: ¿informed consent was obtained from the patient. The patient was taken to the operating suite and placed on the operating room table in the supine position. She already had scds [sequential compression devices] in place for deep venous thrombosis prophylaxis. She was already receiving vancomycin and levaquin and had received a dose within an hour before surgery, therefore she was not given any additional perioperative antibiotics. General endotracheal anesthesia was obtained for anesthesia. She was then prepped and draped in the standard, sterile fashion. I first turned my attention to removing the dual mesh that was already in place. This was accomplished by cutting the 2-0 prolene sutures that were securing it to the fascia. This was difficult due to the multiple adhesions that had formed to the side wall. The mesh was removed and passed off of the table for pathology and culture. The patient had multiple dense adhesions within her abdomen and these were carefully lysed. The underlying viscera was dissected free from the surrounding fascia for at least several centimeters so that the new mesh could be placed. Due to the multiple adhesions, this took approximately 90 minutes of the case. Once this was accomplished circumferentially, the defect measured 30 x 17 and therefore elected to use strattice mesh. We used a 16 x 20 and 20 x 20 cm piece of mesh. These two sheets of mesh were then sewn together using #2 prolene in a continuous fashion. This was then circumferentially secured to the fascia using interrupted u stitches using #0 prolene. Once the sutures were placed circumferentially, these were tried down in succession ensuring that there was no undue tension on the wound and that the mesh abutted the fascia. After the sutures were tied down, the mesh was inspected and found to be completely secured to the fascia circumferentially. Due to her large pannus and tension that was being placed on the skin, we elected to put a wound vac into the wound instead of closing the skin. The wound was irrigated with sterile saline. Four pieces of 8 x 10 adaptic were placed over the mesh and special kci white sponge was placed over the adaptic. Vac was put in place and connected to suction with a good seal. All instrument counts and needle counts were recorded as correct by the scrub nurse at the end of the case. The patient was extubated without difficulty and taken to the recovery room in good condition.¿ (B)(6) 2009:(B)(6) md. Implant sticker. Procedure: removal of mesh. Ventral hernia repair with 16 x 20 and 20 x 20 cm strattice mesh. Drains: wound vac. Specimen removed: mesh. Disposition: pathology for culture. Sticker: strattice¿. Size (cm): 20 x 20 firm. Sticker: strattice¿. Size (cm): 16 x 20 firm. (B)(6) 2009:(B)(6) md. [Missing records: a pathology and culture report detailing analysis of the device removed and the specimens obtained during the (B)(6) 2009 procedure were not provided.] (B)(6) 2009:(B)(6) md. Md. Discharge summary. Discharge diagnosis: status post ventral hernia repair secondary to incarcerated ventral hernia on (B)(6) 2009. Now with wound infection and exposed mesh. Morbid obesity. Asthma. Procedure: ventral hernia repair with 16 x 20 and 20 x 20 cm strattice mesh, excision of old mesh, and lysis of adhesions. Discharge instructions: avoid any strenuous activity and not lift anything over 10 pounds, not to drive, shower with assistance, call office for redness around incision site, fever greater than 101. Home health to change wound vac on monday/wednesday/friday. Hospital course: on (B)(6) 2009 reported to office with ¿trouble with her incision¿. Wound was noted to appear infected; sutures removed and wound had an area of dehiscence and mesh was exposed. Admitted, wet to dry dressing changes, vancomycin after wound cultures obtained. To operating room on (B)(6) 2009; was found to have evisceration of small bowel. Relatively uncomplicated postoperative course with exception being slowly-healing surgical incision. On (B)(6) 2009 discharged home. Wound culture final result on (B)(6) 2009 showed light growth of klebsiella pneumoniae with also light growth of skin flora; susceptible to levaquin. Wound culture final results on 09/30/09 showed light growth of streptococcus agalactiae group b, light growth of klebsiella pneumoniae, light growth of skin flora; also susceptible to levaquin. Blood culture showed no growth. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06262739 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: exposed mesh, mesh removal & lysis of adhesions. Additional event specific information was not provided.